Event description:
Refer to manufacturer report # 3007566237-2010-06357. An infection had occurred following 2 new pump and catheter implants. It was also noted that a decrease in efficacy occurred 4 to 6 weeks post refill. The refill interval was noted as approximately 2 months. The patient's outcome and the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).